Event description:
It was reported that the procedure was cancelled. A rotawire-ic was selected for use. During preparation, while unpacking the rotalink guidewire, it was noted that the wire was tangled. This may have been due to a defect in the wire winding process during manufacturing. Additionally, the wire was noted to be hooked upon opening. As a result, the procedure was immediately halted, and an urgent replacement was requested. It was further reported that this issue occurred outside the patient body, after opening the package. The procedure was completed with another of the same device and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). H6 - impact code: updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A rotawire-ic was selected for use. During preparation, while unpacking the rotalink guidewire, it was noted that the wire was tangled. This may have been due to a defect in the wire winding process during manufacturing. Additionally, the wire was noted to be hooked upon opening. As a result, the procedure was immediately halted, and an urgent replacement was requested.